Event description:
Doctor reported replacement of a number of composites and sensitivity in some cases. He believes that these incidents may be related to the performance of the curing light. The exact number of pts is unknown.